Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had chest pain and palpitations after implant due to a perforation and pericardial effusion from their right ventricular (rv) lead dislodging. The lead also showed increased thresholds. Additionally, the patient had tamponade. The lead was reprogrammed and later repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.